Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after the 2.75 x 18mm des was implanted in mid lcx, an attempt was made with a powersail to post dilate. It was discovered that the adhesive junction between the mid and proximal shaft was separated, and the product was not used on the pt. When another powersail was used to post-dilate, at the pressure of 12 atm, the balloon burst. The device was removed from the vessel at once. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
The other powersail coronary dilatation catheter indicated, are being filed under MFR # 2024168-2009-00741. Eval summary: quality assurance analysis revealed that the dilatation catheter was returned with blood and contrast in the balloon. There was blood in the inflation lumen. The balloon was loosely folded. There was no damage noted to the dilation catheter. A new indeflator, filled with water, was used in an attempt to inflate the balloon, and then observed fluid leaking from a pinhole in the distal shoulder. There were no scratches visible on the balloon. There was no other damage noted to the balloon. The catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.